Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 23.8 mmol/l. It was reported that the customer changed the infusion set and resumed the basal and then blood glucose levels started to go down. It was reported that the customer had current blood glucose levels of 11.8 mmol/l. Troubleshooting was performed. The customer was advised to monitor. Product is not expected to return for analysis.